Event description:
Sr. Technician at the account reports one ct190g dialyzer in which a leak was detected during its ninth use, after a blood leak alarm occurred fifteen minutes before the treatment was scheduled to end. The patient resumed treatment with another dialyzer. Reporter stated no intervention or injury occurred.